Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen 500 mcg/ml; 49.98 mcg/day via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2018. It was reported a pocket fill was suspected. The hcp thought the patient had a 40 ml pump, but she has a 20 ml pump. The hcp was not sure if she did a pocket fill or the pump was leaking overflowing and leaking through the septum because she saw some subcutaneous baclofen when she pulled the needle out. The hcp removed the residual volume and inserted 20 mls of her first syringe. The hcp inserted about 2 ml from the second syringe and then she encountered resistance. The hcp backed the needle out a little bit and then could continue filling the pump with the full 40 ml. The hcp was not able to inject the medication until she pulled the needle out some. The hcp did not think she pulled the needle back all the way but perhaps she did. The patient was fine and completely in her baseline. No symptoms were reported. No further complications were reported.